Event description:
The customer contacted stryker to report that their device would not complete the boot up cycle. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
The customer has not agreed to return the device to stryker for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not complete the boot up cycle. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.